Event description:
Complainant alleged that during a routine preventative maintenance check, the device would not display error message code "cable fault" on the monitor screen with the pacer cable removed. Also, the device displayed error message code "error 70" on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.